Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp confirmed that a partial pocket fill did occur. Regarding actions taken to rule-out other possible causes for the patient's symptoms and the 2 ml volume discrepancy, the hcp stated the patient's cardiac and neuro systems were evaluated. The results included an electrolyte imbalance. Regarding the cause of the partial pocket fill, or any other contributing factors, the hcp stated the needle may have not been inserted completely in the pump. Regarding further diagnostic/troubleshooting work performed related to the event, the hcp stated the pump was filled under fluoroscopy. Regarding further actions taken or planned related to the event, the hcp stated they reviewed the process of verifying proper placement of the needle with the staff. The patient's status at the time of the report was provided as "alert - no ill effects."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient receiving 1 mg/ml of morphine at 0.486 mg/day via an implantable pump for spinal pain. It was reported the patient had a refill the day before (on (B)(6) 2018). Right after the refill the patient started to feel weird, light headed, sweaty and laid down to rest. The symptoms were sudden. The patient was given narcan. The patient felt better for about 15-20 minutes and the symptoms came back with sleepiness. More narcan was given. The reservoir was accessed and the healthcare provider pulled back 38 ccs, of the 40 ccs filled, so the healthcare provider ruled that it must have been a partial pocket fill. The patient continued to have symptoms and they were sent to the emergency department. The patient's pump was filled with saline and set at the lowest therapeutic rate. A dye study will be performed before the patient's pump is filled with drug again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The event had been reported to the rep by the managing doctor. It was indicated that a pocket fill had not been determined at the time of the report. The patient was doing okay. The patient was getting ready for a dye study and roller study.